Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient from a coaguchek inrange meter serial number (B)(4). The coaguchek inrange meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. In the morning the patient tested himself and the result from the meter was 5.0 inr. The patient stated that he felt dizzy with stomach pain after dinner. He tested himself again and the result from the meter was 6.5 inr. He went to the hospital and the result with a coaguchek xs plus meter was 4.9 inr. The information for the coaguchek xs plus meter was asked for but not provided. The testing was performed with fingersticks from three different fingers. There was no allegation of an adverse event. Relevant retention test strips (lot 297792) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: marcumar 3: reference meter with masterlot strips: 3.2 inr, customer meter with customer strips: 3.4 inr. Marcumar 4: reference meter with masterlot strips: 2.4 inr, customer meter with customer strips: 2.4 inr. The maximum difference between measurements with the same blood sample was 6%. Returned customer material and retention material complies with specification.